Manufacturer narrative:
The analyzer's serial number is (B)(6). The sample was requested for investigation. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys folate iii results for 1 patient sample on a cobas e 402 analytical unit. The initial result was 20 ng/ml with a data flag. The sample was repeated with a (1:2) dilution, and the result was 5.12 ng/ml. The sample was repeated, and the result was 20 ng/ml with a data flag. The sample was repeated with a (1:2) dilution, and the result was 5.10 ng/ml. The sample was repeated with a (1:2) dilution, and the result was 4.65 ng/ml. The sample was repeated, and the result was 20 ng/ml with a data flag.

Manufacturer narrative:
The qc was acceptable. The sample was returned for investigation and tested using elecsys folate g3 e2g 300 v2 assay, lot 872557, on a cobas e402 module. The folate result without dilution was 3.90 ng/ml, and the result with a 1:2 dilution was 2.52 ng/ml. The customer's results could not be confirmed. The folate value of the neat sample was found well within the measuring range. The investigation did not identify a specific cause of the event. The investigation did not identify a product problem.